Manufacturer narrative:
The reported events of capture loss and loose or intermittent connection could not be confirmed. The device voltage was above elective replacement indicator (eri) level upon receipt. Final analysis did not find any anomalies. A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.

Event description:
It was reported that the patient experienced presyncope following a device exchange procedure on (B)(6) 2026. Subsequently, the patient presented with bradycardia and loss of capture was observed on the right ventricular (rv) lead. During surgical evaluation, an intermittent loss of connection between the rv lead and pacemaker was identified. Loss of capture was still observed after the rv lead replacement. The pacemaker and rv lead were replaced and replaced on (B)(6) 2026. The patient was in stable condition.